Event description:
It was reported that, during an unknown procedure, the healicoil threads were broken when screwing into the bone. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information: b1, b2, b5. Corrected data: h1 and h6: health effect - clinical and impact code.

Event description:
It was reported that, during a shoulder arthroscopy, the healicoil threads were broken when screwing into the bone. All the broken pieces were removed from patient using arthroscopic grasper. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in an additionally drilled bone hole. No further complications were reported. Patient was discharged from the hospital.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A clinical review states that a procedural variance could not be ruled out as a likely contributory factor of the reported adverse event. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.